Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report #: 2183959-2013-00443 and 2183959-2013-00460.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4). The reporter indicated "partial use" of two elevate anterior prolapse repair systems. It appears the device with serial # (B)(4), MFR date 12/2010, expiration date 12/07/2012, was implanted and other components of serial # (B)(4), MFR date 09/2010, expiration date 09/29/2013, were used.